Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. There was no reported impact to the customer's blood glucose (bg) level. It was indicated that the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.